Event description:
It was reported that a patient underwent a total knee procedure on an unknown date. Subsequently, the patient was revised for unknown reasons and a cement spacer was implanted on an unknown timeframe post-implantation. No further information is available at the time of this report.

Manufacturer narrative:
(B)(4) concomitant medical products: unknown persona articular surface: catalog#ni, lot#ni; unknown persona tibial tray: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-03226; 0001822565-2022-03228. The product location is currently unknown. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Event description:
No further event information at time of this report.